Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). They reported that the stimulator is no longer working/functioning. Per patient the stimulator stopped working or functioning before their spinal surgery. The lead/s attached to the stimulator were removed during their spinal surgery, however the device is still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they had their 3rd back surgery in 2018. At that time the leads were removed by neurosurgeon in order to complete the surgery. Patient had a stroke in 2020 so they have not been in touch with the hcp since them. Patient thinks the hcp has since retired so they have no further information on him. Patient doesn't remember exact date or other information. The unit did not stop working. It had to be disabled to complete my surgery.this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.